Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that the patient received inappropriate atp and shock therapy due to supra ventricular tachycardia with frequent premature ventricular contractions. Programming changes were recommended.